Manufacturer narrative:
(B)(4). Also was involved pla260300j/24561146. UDI# (B)(4). (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to improper component placement and occlusion of device or native vessel. Additionally, the IFU state: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include the short proximal aortic neck. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as a minimum aortic neck length of 15 mm. The safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: ruptured aneurysms. Additionally, per IFU: read all instructions carefully. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient. Use an accurate radiopaque patient marking method to assure accurate device positioning and deployment locations. Do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to endoleak.

Event description:
On (B)(6) 2022, this patient underwent an emergent endovascular treatment of a ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the proximal aortic neck length was approximately 13mm. Reportedly, two aortic extender components were placed at the proximal side of the trunk-ipsilateral leg component. It was reported that it was unknown which of the two aortic extender components (pla260300j/24545099 or pla260300j/24561146) was placed proximally. A proximal type I endoleak was observed on the angiography. The aortic neck was short and there was not enough proximal neck length to place the third aortic extender component (pla280300j/21537147); hence, the third device was deployed from the position where 1/3 of the right renal artery was covered. An obstruction of blood flow at the right renal artery was observed, and two bare metal stents were placed but the blood flow did not much improve. Reportedly, the third aortic extender component (pla280300j/21537147) partially covered the right renal artery, but the device was intentionally placed at that position because of a proximal type I endoleak. The patient tolerated the procedure. It was reported that a spasm of the distal vessel in the right renal artery might the cause of the blood flow delay. No neurological problems and complications were reported. According to the physician, the short aortic neck caused the renal artery occlusion. The proximal type I endoleak was fixed.